Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were six ventricular non-sustained tachycardia (nst) episodes less than or equal to 210 ms between (B)(6) 2012. There was one patient alert for lead failure predictor on (B)(6) 2011. (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.

Event description:
It was reported that there were non-sustained tachycardia episodes with oversensing on both the atrial and ventricular lead channels which suggested electromagnetic interference due to electrical source. Sensitivity on both leads was increased and both leads remain in use. No patient complications have been reported as a result of this event.